Event description:
The handheld and flashcard were returned for analysis on (B)(4) 2013. Analysis of the handheld was completed on (B)(4) 2013. During the analysis it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. The flashcard analysis was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld would not change screens from the previous patient's seen. Troubleshooting was performed by the physician which included verifying that the screen was not locked and then performing a hard reset. The physician reported that when the align screen came up tapping the screen did not work and that the screen was unresponsive. The physician performed another hard reset; however, the same result was obtained. The physician was sent a new handheld and the nonresponsive handheld is expected to be received by device manufacturer for analysis; however, it has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.